Event description:
Cpi rec'd info stating an implantable pulse generator (ipg) was nearing the end of battery life. Add'l paperwork and the return of the device alleged an unspecified device failure. The unit will be returned to the MFR.